Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The thermogard xp ivtm (sn: (B)(4)) displayed an air trap message after priming. According to the reporter, drying the air trap did not resolve the issue. A secondary thermogard console was used to begin and complete patient's temperature management therapy. There is no known patient consequence reported.